Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): wireless communication does not work well through water so the range is much less if you are in a pool, bathtub, or on a water bed, etc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. Reportedly, the transmitter was under water during the event. When the transmitter was taken out of the water, the pump and transmitter regained connection.